Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that approximately two years post filter implant, a filter limb detached and moved to the heart. Reportedly, the limb penetrated the right ventricle, and there "was blood around the heart." Intervention to retrieve the detached component is scheduled to be performed.